Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was seen when it come to this right ventricular (rv) lead. The patient experienced symptoms of dizziness as a result of noise. A revision was planned. No adverse patient effects were reported. Additional information noted that a revision took place. The rv lead was surgically abandoned while the device was explanted and will not be returned. The root cause of the noise was not determined. No additional adverse patient effects were reported.